Manufacturer narrative:
Additional information h3: the revision reported in the case was likely the result of prosthesis wear as stated in the operative notes. The extent and root cause of the prosthesis wear cannot be determined as the device was not returned for evaluation, and radiographs and photographs were not provided.

Event description:
Per a report from the legal department the patient had a left knee replacement on (B)(6) 2016. Approximately 6 years and 6 months after the initial surgery the patient had a left knee revision on (B)(6) 2022 due to profound swelling. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report: (B)(6) 2023/ k mcguinness received via legal 11 apr 2023. Diagnosis: failed left knee secondary to wear of the bearing surface. There was a very large synovial effusion that consisted primarily of monocytes and macrophages. No evidence of loosening of the patient's components on preoperative x-rays. During surgery there was very extensive synovial expansion with foreign body-type reaction. No sign of osteolysis but the tibial polyethylene insert showed severe wearing and delamination. No complications during the procedure. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.